Event description:
It was reported that a physician's dell x5 handheld device was not functioning properly. The screen was blank (white) and then would proceed to the main windows screen. The physician was instructed to perform a hard reset. He then navigated through the tutorials and eventually obtained a screen stating "vns software is loading" however this screen then went blank. The software attempted to load again however the screen when blank again. A replacement handheld has been sent to the physician and the dell x5 in question has been returned to the MFR. Product analysis is in process and has not been completed at this time.